Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).

Event description:
A surgeon reported, during a planned cataract/vitrectomy procedure, a transient eye collapse occurred. The staff changed the alternate pressure to 60 mmhg, but the situation did not recover. Once the situation was controlled, a choroidal hemorrhage was noted. Add'l info was received from the surgeon reporting after the intraocular lens (iol) had been implanted, a choroidal detachment occurred due to irrigation under the choroid. The pt reported feeling pain, then a choroidal hemorrhage was noted. The surgeon then switched from irrigation to air and the surgery was completed. The pt's symptoms were reported to be recovering gradually.